Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: visual inspection: no significant deformations or other damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the breaking force cannot be measured due to the non-adjustability of the valve. Results: first, we performed a visual inspection of the progav®. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, as well as the brake force. The valve was permeable but could not be adjusted to all settings. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the valve was able to be adjusted to all specified settings. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav sys ped.w/sa 25 a.burrh.res. (#fv449t) was implanted during a procedure performed on (B)(6) 2014. According to the complainant, the valve was believed to be not adjustable and blocked. The patient underwent a revision procedure on (B)(6) 2016. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. (B)(6).